Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow up. Upon interrogation of the pulse generator, multiple inappropriate mode switch episodes due to far r oversensing were noted. The device was reprogrammed. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.